Manufacturer narrative:
Literature citation: yasunobu ito, shinichi numazawa, kazuo watanabe "usability of intraoperative cone-beam computed tomography in balloon kyphoplasty"sex: female: 30, male: 16 neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that balloon kyphoplasty was conducted on 152 patients in the mentioned hospital since (B)(6) 2011, and from (B)(6) 2014 onwards, balloon kyphoplasty was conducted on 46 patients (mean age:77 years old, female: 30, male: 16) in a hybrid operation room. As post-op complication, two slight cement leakages into para-vertebral veins were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.